Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient¿s clinic visit, device interrogation revealed two pump stoppages events on (B)(6) 2017, while the patient¿s vad was attached to the power module. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed three pump stoppages with two occurring on (B)(6) 2017 and one occurring on (B)(6) 2017. Along with the pump stoppages there were the accompanying low flow hazards and low speed hazards. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). These issues only appeared to have occurred while the vad was connected to the power module. The customer submitted x-rays and stated there were two potential areas of concern. One near the driveline connector, and the other near/at the driveline exit site. The exit site location appeared to be the most likely culprit, but the outer covering of the driveline was damaged right at the strain relief. The patient was sent home with an ungrounded patient cable. The manufacturer¿s technical services reviewed the x-rays and agreed that the two areas that the customer identified as being a concern were possible suspected points due to braided silver plated copper shielding showing signs of degradation. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post repair, the patient¿s system was connected to a normal patient cable without incident. No additional information was provided.